Event description:
Reportedly, when the surgeon tried to grasp tissue, the jaws broke and fell into the pt cavity. It was retrieved immediately. No damage to the pt tissue. Sex: unk. Procedure: lap chole.